Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part:396.409. Synthes lot: 4471263. Supplier lot: n/a. Release to warehouse date: september 17, 2002. Expiration date: n/a. Manufactured by synthes brandywine. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the acf trial spacer/parallel was received at us customer quality (cq). Upon visual inspection, it was noticed that the handle component was cracked. No other defects were identified on the device. Dimensional inspection: no dimensional inspection was performed due to confirmed post manufacturing damage. Conclusion: the complaint condition was confirmed for acf trial spacer/parallel. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that 9 millimeter acf trial spacer was located in mdrd and flagged as broken. It is not known how or when it became broken. The plastic handle is cracked and loose. No pieces appear to be missing. No further information provided. This report is for one (1) acf trial spacer/parallel 9mm. . This is report 1 of 1 for complaint (B)(4).